Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3572 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported by the customer that "PICC line insertion with proper PICC needle start, flash back received. While advancing wire, wire could not pass needle. They attempted to pull back on wire to remove. Entire needle needed to be removed causing second attempt. New kit opened onto sterile field. Attempted second start, wire caused potential vein damage. Second attempt could not be completed at this time."

Event description:
It was reported by the customer that "PICC line insertion with proper PICC needle start, flash back received. While advancing wire, wire could not pass needle. They attempted to pull back on wire to remove. Entire needle needed to be removed causing second attempt. New kit opened onto sterile field. Attempted second start, wire caused potential vein damage. Second attempt could not be completed at this time."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.